Manufacturer narrative:
The account did not know the cause of the brakes not holding. The technician replaced the brake caster and brake steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes do not hold. The bed was located in the warehouse at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).